Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during routine check and while screwing in the helium bottle there was a leak in the cardiosave intra-aortic balloon pump (iabp) tank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported issue. To resolve the issue, the fse replaced the hi pressure helium regulator. The unit passed all safety and functional tests to factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during change of the helium bottle, there was a gas leak in the cardiosave intra-aortic balloon pump (iabp) tank. There was no patient involvement, and no adverse event reported.